Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for elecsys ft3 iii (ft3) and the elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with (B)(6) for information related to the ft4 assay. The customer initially tested the sample on their e602 analyzer. The sample was provided for investigation, where it was tested on a cobas 6000 e 601 module (e601) and a cobas e 411 immunoassay analyzer (e411). The patient was not adversely affected. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e601 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 179026, with an expiration date of 08/31/2017 was used for testing on this analyzer. The e411 analyzer used for investigation was serial number (B)(4). Ft3 reagent lot number 179026, with an expiration date of 08/31/2017 was used for testing on this analyzer. All values for ft3 are above the upper level of the normal reference range of the assay. A specific root cause could not be determined based on the provided information. There was not enough sample volume remaining for further investigation. Additional information for further investigation was requested but not provided. A general reagent issue could not identified based upon the information provided for investigation. For the observed differences in values between the e601 and e602 analyzers and the e411 analyzer for the ft4 and ft3 assays, a biological component may be present in the sample that may interact differently with the assay components during the prewash procedure. The pre-wash procedure is used on the e601 and e602 analyzers, but is not used on the e411 analyzer.

Manufacturer narrative:
Upon investigation of the new patient sample, it was determined that the sample contains an interferent to the streptavidin used in the ft3 and ft4 reagents. This limitation is covered in product labeling.

Manufacturer narrative:
A new sample was collected from the patient and had the following values when tested on the customer's e602 analyzer : tsh (uiu/ml): 0.53, 0.43, ft4 (ng/dl): > 7.77, > 7.77, ft3 (pg/ml): 11.9, 12.9. This sample will be provided for further investigations. No adverse events were alleged to have occurred with the patient.